Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. D4: expiration date and h4: manufacture date are unknown, no lot number has been provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that two needles did not retract, with approximately 3mm sticking out of the needle guard causing a needlestick injury. The event occurred during use on a patient. There was a patient involvement. The specific lot numbers for the two needles were unknown. Related incident was documented on (B)(4).

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. It was reported that issue was locked out 24g x 5/8" viavalve needle guard assembly, without catheter assemblies, sheaths and blister packaging, were received for analysis. Root cause for the observed cannula damage. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.